Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that insulin did not come out during priming. Customer reported that buttons were not responding. Customer also reported that display screen was momentarily blank and menu screen could not be obtained. Customer's blood glucose was 482 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to flattened button dome switches. No unlock j2 lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. The insulin pump was monitored and had no missing segments or partial display noted. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.